Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient underwent a lead revision to try and get better left sided coverage. The doctor removed the lead that was more to the right and attempted to replace with a new lead more to the left. After an hour of struggling and multiple attempts, the doctor was not able to get the new lead into place. The doctor attributed it to scar tissue from the original implant 2 years ago as the reason the lead would not go past t12. The doctor decided to leave the remaining lead in place, it was fairly midline. The patient was under general anesthesia so they were unable to test during the procedure. The doctor requested the stimulation remain off until the patient's post op visit. Prior to surgery, the pt did not report any adverse events that would have cause loss of therapy. All impedances were normal.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain; patient is not getting relief in his left leg. Patient is going to have a lead revision done to move the lead more over to the left. The surgery will take place on (B)(6).